Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that while attempting to support patient on intra-aortic balloon (iab) therapy a check iab catheter alarm was generated initially. A fiber optic sensor failure alarm was then generated. A total of two balloons attempted in left groin. Finally one placed and worked successfully in rt. (Right) groin. There was no reported injury to the patient. This submission is for the first iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was observed on the catheter tubing near the y-fitting approximately 73.9cm from the iab tip. The optical fiber was found to be broken at this location. The optical fiber was found to be broken, confirming the reported alarms. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that while attempting to support patient on intra-aortic balloon (iab) therapy a check iab catheter alarm was generated initially. A fiber optic sensor failure alarm was then generated. A total of two balloons attempted in left groin. Finally one placed and worked successfully in rt. (Right) groin. There was no reported injury to the patient. This submission is for the first iab used.

Event description:
It was reported that while attempting to support patient on intra-aortic balloon (iab) therapy a check iab catheter alarm was generated initially. A fiber optic sensor failure alarm was then generated. A total of two balloons attempted in left groin. Finally one placed and worked successfully in rt. (Right) groin. There was no reported injury to the patient. This submission is for the first iab used.

Manufacturer narrative:
Correction: additional mfg narrative changed from: complaint # (B)(4), record # (B)(4) to: complaint # (B)(4), record # (B)(4).